Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable crej2 creatinine jaffé gen.2 result for one patient. The initial result was 1.0 mg/dl and was reported outside the laboratory to the patient. The repeat result on (B)(6) 2016 on another cobas c501 analyzer was 1.65 mg/dl and was considered to be the correct result. The patient was not adversely affected. The reagent lot number was 160620. The expiration date was requested but was not provided.

Manufacturer narrative:
Additional information was received that a total of five patient samples were involved in the event between (B)(6) 2016 and (B)(6) 2016. The initial low results were released out of laboratory and the physician asked for the repeat testing as the results were not consistent with the clinical condition of the patients. The repeat results performed between (B)(6) 2016 and (B)(6) 2016 were generated from a new blood draw for the patients as the initial samples had been discarded. The field service representative adjusted the sample probe and an issue with the rinse arm was fixed.

Manufacturer narrative:
Additional information was provided that the second result was performed on a new sample drawn from the patient. A specific root cause could not be determined. Based on the data provided, a general reagent issue could be excluded. A preanalytic cause was suspected as it was likely there was contamination/clogging of the sample probe during pipetting by floating gel or fibrin particles on the sample surface.

Manufacturer narrative:
The field service representative performed a sample probe adjustment and fixed a problem at the rinse arm which could have been related to the issue. A specific root cause could not be determined. Most likely there was a combination of hardware and pre-analytic issues which caused the event.